Event description:
It was reported this was an unknown procedure to treat an unspecified vessel. Reportedly, without anyone's knowledge, the drape placed over the access site had somehow moved, causing a high stick when using the perclose device. When the perclose was used, it caused a retroperitoneal bleed. The patient was then sent to the ir and stents were used to repair the retroperitoneal bleed. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated d4: the UDI number is not known as the part and lot number were not provided.